Event description:
Customer reported that the paramedics were called twice due to low blood glucose. Customer stated that one time he was treated at home and the second time he was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was unknown. Customer stated that when he changes the battery, the insulin pump looses its memory and is giving him too much insulin that caused the low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with constant alarm due to faulty capacitor on the interface board. Unable to performed the test for memory loss, displacement, prime, basic occlusion, occlusion, and excessive no delivery test due to constant alarm.